Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by an unknown person that the patient with an implantable pulse generator (ipg) died. Information was identified in the indicating the patient died approximately eleven months post implant of the ipg system approximately three years ago.